Event description:
It was reported that; the patient's battery charger kit was sparking at the plug while the device was in use. A replacement equipment was sent to the patient. Additional information has been requested but has not been made available as of the date of this report.